Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the mid right coronary artery. There was a previously implanted stent in the lesion. After a non-bsc guidewire crossed the lesion, a 2.75x20mm promus premier drug-eluting stent was advanced through a previously implanted stent however, the stent came into contact with the previously implanted stent and the stent shifted forward over the distal marker band. The stent was still on the balloon. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.